Manufacturer narrative:
One imp,tsv,4.1,10,mtx,mg (tsvt4b10) was returned for investigation. Visual inspection of the as returned product identified that the mount is fractured at the hex feature and shows significant signs of wear. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Event date is unknown.

Event description:
It was reported that the implant mount fractured at the hex during placement. The implant was removed and replaced with an implant held in their stock.